Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma.

Event description:
Healthcare professional reported "textured" against left device and "fibroconnective tissue with mild chronic inflammation, foreign body giant cells and foamy macrophages." The device has been explanted.

Event description:
Healthcare professional reported left side "textured" device and "fibroconnective tissue with mild chronic inflammation, foreign body giant cells and foamy macrophages." The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified yellow biological tissue observed in the surface of the shell and observed the gel to be cloudy.